Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not get "to work" their ins. They were getting poor communication when they tried to sync with the ins using the antenna with the programmer. They confirmed the antenna was securely connected. They were getting poor communication on the call with and without use of the antenna. They put new batteries in the programmer because they could tell it was not working. When asked if they were still feeling stimulation/getting 50% reduction in symptoms, they stated they had not felt stimulation in months. They used to feel stimulation. They were not getting 50% reduction in symptoms. Longevity, end-of-service (eos) considerations, and replacement information was reviewed. The patient stated they were told the ins would last about 10 years. They reported the ins had not helped them that much, but stated it "helped some". When asked to clarify if they received 50% reduction in symptoms since date of implant (doi), they stated that it helped, but were not sure if it helped 50%. As of lately, it was not helping 50%. The trial had worked awesome, but the ins did not work that well. They stated their healthcare provider thought they could try putting the implant on the other side, but the patient did not want to go through surgery again. When asked if they had any recent trauma/falls, the patient reported they had "fallen". An email was sent to repair for a replacement programmer/antenna, as the patient requested to try replacing it. It was reviewed with the patient to follow up with their healthcare provider if they continued to get poor communication with the replacement. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. An email was sent to the repair department, and the patient was redirected to follow up with their healthcare provider.